Event description:
There is something not right about these tests. I think they are fraudulent covid tests. Please investigate! Https://a.co/d/60qiyvk indicaid covid-19 antigen rapid test, 6 tests in 3 individual packs, FDA eua authorized otc covid home test, hsa/fsa eligible, fast and easy to use. When I swab my nose it tests positive for covid even though FDA cleared covid tests are negative. I think it's a sophisticated fraudulent test that detects like nose cells or mucus or something but not really covid. It's misleading and could cause a lot of harm! It made me miss out on some important events and also work! Patient code: 4581. Device codes: 1535, 1506. Reference reports: mw5174499, mw5174501.